Event description:
The institution reported the catheter had been implanted for chemotherapy. After 7 months of implant it was found to have fractured 1-2 cm from the connection, with right atrial embolization of distal catheter segment.